Event description:
Litigation alleges that the patient suffered pain, difficuity ambulating, muscle loss and tissue destruction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed at this time

Event description:
Update 12/4/15 medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated excessive fluid in the joint. There is no new additional information that would affect the existing investigation. The complaint was updated on:12/10/2015.

Event description:
Litigation alleges that the patient suffered pain, difficulty ambulating, muscle loss and tissue destruction. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.